Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, two staplers would not fire. Another stapler from different manufacturer was used to complete the case. There was no patient injury.